Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue; cracked battery compartment with moisture in the battery compartment. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2017 with the following findings:.pump powers on to cs 069 alarm. The pump was unable to recover from cs69 after reboot. Unable to investigate complaint of battery life due to cs 069 alarm and no dl/bb files. Unable to obtain dl/bb files due to inability to maintain connection during download due to moisture ingress. Evidence of moisture behind display lens/in battery compartment. Leak test failed due to battery compartment leak.opened pump; extensive evidence of moisture throughout pump internally. The cs 069 failure is defined as language file corruption while retrieving the language text. The cs 069 was confirmed in the bb/alarm history. The error is resident to flash chip (u39). Display is dim/fading (pink). Crack between case seal & display lens. Battery compartment crack to the left of the bumper pad at the threads traveling down to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release